Event description:
It was reported by the customer during pm that for cardiosave intra-aortic balloon pump (iabp) unit all manifolds test are not passing. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h6 (type of investigation, investigation finding, component codes and investigation conclusions) and h11. Corrected: b5, d5, e1 (initial reporter, event site email), e2, e3, e4, g2, h6 (health effect ¿ impact codes). A getinge field service engineer (fse) reported that they replaced the pneumatic module assembly. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part with a reported unit failure of the all manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported by the field safety technician (fst) during preventive maintenance that for cardiosave intra-aortic balloon pump (iabp) unit all manifolds test are not passing. No patient involved.